Event description:
Cold weather broke some bags. One broke at wind chill of 14 degrees fahrenheit, after 30 minutes. I didn't keep a record of other cold-weather details. Bags last longer in moderate or warm weather. On each that broke, I think the break was on a seam. Stored urine emptied out onto a pant leg and a sock and onto the ground near my shoe in public, presumably a (minor) public health risk. No notice of a coldness limit was found on the packaging or on the internet and a urologist did not know about this risk. FDA safety report ID # (B)(4).